Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: the battery compartment and cap were undamaged and able to fit. The pump powered up with auditory tones and vibration to a blank screen. The reported ¿blank screen¿ was duplicated. The pump¿s cover was removed; moisture corrosion was found to the continuous glucose monitor module, the display connector, and the power printed circuit board.